Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID d354trg implantable cardioverter defibrillator (ICD)  implanted: 2011-(B)(6). (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had t-wave oversensing and a fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.